Manufacturer narrative:
Zoll medical japan evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, entering and exiting defib mode and analyze testing without duplicating the report. The device was recertified and returned to the customer. Review of the data file did not show any faults that could be associated with customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.